Event description:
It was reported that insulin gauge on pump displayed amount different than what customer expected, with pump showing lower fill estimate than anticipated. There was no reported impact to the customer¿s blood glucose level. Customer was educated that any positive fill estimate was considered accurate and meant pump detected at least that amount of insulin, and was advised to remove air from cartridge before filling; customer declined to load new cartridge, chose to continue using current cartridge, and agreed to follow up if further issues occurred.